Event description:
It was reported that the implantable neurostimulator (ins) was implanted 71 days past its use by date. No additional information was given. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3093-28 lot# v892721, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).